Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ syringe with precisionglide¿ needle the plunger was missing the flange. There was no report of patient impact. The following information was provided by the initial reporter: no plunger flange.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2022 h6: investigation summary one photo and one sample were received by our quality team for evaluation. From the returned photo and the sample, the plunger rod was observed to be broken without the thumb press. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the sample returned, it was observed that the thumb press of the plunger rod was missing. As the package was returned in good condition and without any nip mark or tear, therefore, the non-conformance could have occurred before the packaging process at the assembly machine.

Event description:
It was reported while using bd¿ syringe with precisionglide¿ needle the plunger was missing the flange. There was no report of patient impact. The following information was provided by the initial reporter: no plunger flange